Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that dib00 intraocular lens inserter tip split apart and intraocular lens came out as damaged/defective. There was no patient contact and backup lens used to complete case. Additional information was received and it was learnt that the event was observed upon package opening and the inner pouch was opened. It was confirmed that cartridge tip was damaged and split apart. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 17-july-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: no iol was received as part of this return. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. Inspection of the cartridge revealed that there were stress marks; however, they are within acceptable parameters for a used handpiece. Further inspection of the cartridge and lens module revealed that there was viscoelastic residue inside of the cartridge and lens module, suggesting that an excessive amount of ovd may have contributed to the complaint issues. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint issue could not be confirmed due to no lens being returned for product evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.